Event description:
It was reported that during follow up, post-paced t-wave oversensing was observed on real-time egms. Patient was asymptomatic. Device was reprogrammed successfully. Device remains implanted.